Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was found to have plastic piece burnt on distal end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing. The complaint regarding a burnt plastic piece at the distal end was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.